Manufacturer narrative:
The report indicated that approximately 2 days after pulmonary vein isolation (pvi) and carina for atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced a stroke at home. At least two days after procedure with the varipulse catheter, the patient had a stroke while at home. The patient did not require revision surgery or hardware removal. The physician¿s opinion on the cause of this adverse event was that it was catheter related. The outcome of the adverse event was unchanged. No extended hospitalization. The activated clotting time (act) before and during ablation procedure was 209 seconds at the start and 329seconds during. One transseptal puncture site was performed during the procedure. Number of performed pulsed field ablation (pfa) ablations were 38. Magnetic resonance imaging was done to diagnosis and rule out stroke. The patient¿s symptoms did not resolved. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. The patient rhythm during ablation was afib. Ablation was performed outside of the pvi. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An investigation report was performed by medical affairs, which included the following summary: - low tpi on many ablations throughout the case - many ablations in all veins, perhaps due to low tpi - ablations during afib, not recommended - activated clotting time (act) under recommended target before ablation start - many factors: potentially stacking related, act, over-ablation, or ablating in afib. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 38 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. It was confirmed that there were stacking ablations for the procedure (3 ablations had insufficient movement). ¿stacking¿ may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia observed in the us external evaluation. At least 35% of the patients who suffered from peri-procedural stroke received stacked ablations. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-jul-2025, additional information was received indicating the patient is recovering vision. Patient is now allowed to drive again (confirmed by an ophthalmologist). At most, still minimal deficits in the visual field. Information was also received indicating there are many factors for causing stroke. This stroke could have been related to: stacking ablation (3 ablations had insufficient movement), activated clotting time (act) was well under 350 sec which is the recommendation (mostly <350; 209 pre ablation, 329, during ablation until end of procedure: 258, 318, 389. Over-ablation as 38 ablations is an extreme amount of ablation for a pulmonary vein isolation (pvi) procedure and well above 28 ablations per the instructions for use (IFU). This was a persistent atrial fibrillation patient that was treated. Correction: please note, it was noticed that it was reported in section b5. Event description of the initial 3500a medwatch report that the patient symptoms had resolved, however, the correct statement should have said ¿the patient¿s symptoms did not resolve.¿ it was also noticed the following activated clotting time (act) of ¿258, 318, 389 until end of procedure.¿ were inadvertently omitted from section b5. Event description of the initial 3500a medwatch report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that approximately 2 days after pulmonary vein isolation (pvi) and carina for atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced a stroke at home. At least two days after procedure with the varipulse catheter, the patient had a stroke while at home. The patient did not require revision surgery or hardware removal. The physician¿s opinion on the cause of this adverse event was that it was catheter related. The outcome of the adverse event was unchanged. No extended hospitalization. The activated clotting time (act) before and during ablation procedure was 209 seconds at the start and 329 seconds during. One transseptal puncture site was performed during the procedure. Number of performed pulsed field ablation (pfa) ablations were 38. Magnetic resonance imaging was done to diagnosis and rule out stroke. The patient¿s symptoms resolved. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. The patient rhythm during ablation was afib. Pre-ablation thrombus check was performed. The patient did not have anatomical abnormalities. Ablation was performed outside of the pvi.

Manufacturer narrative:
Correction: on 15-sep-2025, it was noticed the following codes were incorrectly reported in the 3500a supplemental (follow-up) medwatch report #2. The incorrect codes were reported in field h6. Investigation conclusions (code: "cause traced to user - d11") and h6. Investigation findings (code: "usage problem identified - c23") please consider these codes removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).